Event description:
During the cholangiogram phase of the laparoscopic cholecystectomy, the metal piece approx 1 inch long broke off of the cholangiogram catheter. Physician was able to find the piece and removed it from the pt. (B)(6).